Manufacturer narrative:
Additional information: on june 25, 2020, the mentor failure analysis lab received the device for evaluation. On july 6, 2020, mentor became aware that the patient underwent device removal and replacement with 475cc mentor memoryshape breast implants, catalog number 3341355, serial numbers (B)(6) on the left side and (B)(6) on the right side on (B)(6) 2020. On july 6, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 325cc saline mentor siltex round moderate profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed by the physician during a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.